Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient scheduled for an MRI presented with high impedance on a single monopolar contact that was not being stimulated. This high impedance prevented proceeding with the MRI. No environmental or external factors were noted as contributing to the issue. Multiple impedance checks were conducted at various levels (automatic, 0.4ma, 1ma), and a new group was created to run a few milliamps through the contact, identified as contact 2. Despite these efforts, the impedance remained high, indicated as ">5k ohms" in orange. The patient was also asked to move to see if it affected the impedances, but the readings remained consistently high on this single contact. No intervention was deemed necessary since the contact was not used in the patient's normal programmed settings. As a result, the patient could not undergo the MRI requested for the ocd study. The issue remains unresolved, and no surgical intervention has occurred or is planned. The healthcare professional has no further information on this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of high impedance was not determined.